Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiration date: 11/2024).

Event description:
It was reported that twenty four days post filter placement procedure in the right common femoral and upon x-ray examination, the marker of the device was allegedly noted to be migrated into the cephalad of the patient. The device was not extracted and was left behind in the patient in infra renal inferior vena cava. The current status of the patient is unknown.

Event description:
It was reported that twenty four days post filter placement procedure in the right common femoral and upon x-ray examination, the marker of the device was allegedly noted to be migrated into the cephalad of the patient. The device was not extracted and was left behind in the patient in infra renal inferior vena cava. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: although the sample was not returned, one chest x-ray medical image was provided and reviewed. It shows an object resembling possibly part of a catheter near or within the right heart, or possibly within the lung. A vena cava filter is seen below the diaphragm but the details of the filter cannot be visualized due to poor image quality. In general, the filter appears intact. A catheter is also seen traveling along the left chest towards the right heart. Based on the findings, the investigation is inconclusive for the reported detachment issue. A definitive root cause for the reported detachment issue could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 11/2024), g3, h6 (method). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.